Manufacturer narrative:
Explant was reported due to aortic stenosis, aortic regurgitation, and torn leaflets. The investigation found that leaflet 1 and leaflet 3 had tears. The inflow surface of leaflet 3 had fibrous pannus ingrowth. Leaflet 2 contained a microcalcification. There was no acute inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the calcifications and tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. On (B)(6) 2021, the valve was explanted due to aortic stenosis and aortic regurgitation with patient symptoms of dyspnea. Upon explant, leaflet tears were observed. A new 25mm trifecta gt valve was successfully implanted. The patient was reported to have discharged home in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. On (B)(6) 2021, the valve was explanted due to aortic stenosis and patient symptoms of dyspnea. Upon explant, leaflet tears were observed. A new 25mm trifecta gt valve was successfully implanted. The patient was reported to be recovering.